Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred while the customer was attempting to change the cartridge. The customer's blood glucose (bg) level was impacted (408 mg/dl). It was indicated that the customer would contact their healthcare provider to obtain alternate insulin therapy. The customer declined follow up from tandem technical support to check if the customer was successful in obtaining alternate insulin therapy.